Event description:
It was reported to medtronic minimed that the customer reported a crack on the back all the way down. The customer reported no adverse event. Troubleshooting was performed but the issue was not resolved. The event involved product(s) mmt-1884. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with blank display. Unable to download using thump software due to display anomaly. Unable to perform sleep current test, active current test and self-test. Proceed it by cutting unit open and perform visual inspection on the connectors and electronic assembly. Battery tube connector plugged in properly to j7/pcba 1 and no moisture damage on the electronics assembly. During visual inspection under microscope a crack was found on the u6 chip causing the blank display. It was determined the cause of the blank display was pcba2. Isolate to pcba2. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. In conclusion, customer concern with cosmetic damage location was not specified however, other cosmetic damage confirmed where cracked battery tube threads and cracked case corner of belt clip rails were noted. Blank display was confirmed due to a cracked on u6 chip on pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.